Manufacturer narrative:
Device passed the displacement test. Device received with motor error alarm during the basic occlusion test due to loose/flush drive support disk. Unable to perform the a21 error test, prime/a33 test, excessive no delivery test and occlusion test due to motor error alarm. Device received with normal operating current. Device passed off no power test. No unexpected low battery alarm anomalies noted. No unexpected failed battery alarm anomalies noted.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed motor error. The customer's blood glucose was not provided at the time of the incident. Motor error was found in insulin pump history. Battery issues were also reported. Troubleshooting was not provided for the motor error. There was no clear indication that the motor error was resolved. The insulin pump will not be returned for analysis.